Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d and g codes.

Event description:
It was reported that there was an under infusion of heparin. The heparin (20,000 units/500 ml) was ordered to infuse using weight based dosing at "13 u/kg/hr". However, the clinician entered the dose as 13ml / hour resulting in a lower than expected dose. There was patient involvement but no harm.

Event description:
It was reported that there was an under infusion of heparin. The heparin (20,000 units/500 ml) was ordered to infuse using weight based dosing at "13 u/kg/hr". However, the clinician entered the dose as 13ml / hour resulting in a lower than expected dose. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.